Manufacturer narrative:
Lens was returned dry, stuck to lens vial. Bss was added to remove lens from vial. Visual inspection found a torn haptic and clear surgical residue on the lens surface. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The surgeon stated that a 12.6mm micl12.6, -14.0 diopter, implantable collamer lens was injected into the patient's left eye (os) and it flipped over in the ac (anterior chamber). The lens was removed from the anterior chamber and another lens was implanted during the same surgery. The lens tore during removal but there was no patient injury. This exchange resolved the problem.